Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported at the user facility that the device had no power. Back-up equipment was used to complete the procedure. There was a reported delay of 30 minutes; however, no adverse consequences were reported and the procedure was completed successfully.

Event description:
It was reported at the user facility that the device had no power. Back-up equipment was used to complete the procedure. There was a reported delay of 30 minutes; however, no adverse consequences were reported and the procedure was completed successfully.